Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -3.5/+1.5/001 (sphere/ cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted. Reportedly, the patient experienced "reading problems" and lens was explanted "despite very good va."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial and clear surgical residue on product. Visual inspection found the haptic bent and presence of foreign material (residue) on lens. Claim# (B)(4).